Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was leaking out of one of the lines of the cassette. This event occurred during drain five of five of peritoneal dialysis therapy. The patient stated the line was tightly connected to the bag, and there did not appear to be any damage to the line. The technical service representative assisted the patient to end therapy and open the door to remove the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.